Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received the subject for evaluation. Visual evaluation / functional test was performed, revealed that mount does not disengage from implant even with the screw removed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The testing revealed that mount does not disengage from implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the mount didn't come off this time. Tooth site #29(universal). The procedure was completed using another device.

Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products: bnpt4310, 3i t3 with dcd tapered implant 4/3 x 10mm, lot number 2022040381.